Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the battery had to be replaced frequently. Reportedly lithium battery was used mainly but on occasion alkaline battery was used. Reporter confirmed that the battery setting was changed when using alkaline battery. Review of alarm history showed multiple low and/or replace battery 128-fxxx alerts on multiple days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.